Event description:
The tempo floor lift tipped over during a patient transfer maneuver. It was reported that the device was being pulled from the side and the legs were in the closed position. No injuries were reported.